Manufacturer narrative:
The t:slim g4 system is indicated for use in individuals 12 years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer unintentionally delivered 4.5 units of a 10 unit bolus before contact was able to suspend delivery. Food and a beverage were consumed resulting in no impact to the customer's blood glucose level. A review of the pump history indicated a carbohydrate entry of 986 grams and a 10 unit food bolus were entered into the pump. It was recommended that customer wear a pump belt and that contact consults customer's health care provider regarding locking certain pump features.